Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a heel warmer. The customer stated that the heel warmer burst. The customer further stated that the contents did make contact with the users skin, there was no medical intervention. The user rinsed the contents off with water with no other issues at this time.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the device will be forwarded.